Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that system was not starting up. Upon further troubleshooting action, the (rse) found that the customer had problems installing the new azurion flexarm. The (rse) communicated with the customer and instructed to reinstall the software. After remote service, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the x-ray system was not starting up during the bootup. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips.